Event description:
It was reported to boston scientific corporation in 2009 that the packaging of a dual lumen ureteral catheter looked as if it had been compromised. According to the complainant, it was noted that the three silver foiled packages had areas of fading on them that allowed them to see through the package. There was no patient involvement, as this was discovered while the packages were on a cart in the receiving department. Please note: this report pertains to the first of three devices. Ref: 3005099803-2009-01051. 3005099803-2009-01052.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.